Event description:
It was reported via a presentation at a regional gastroenterologist meeting that an unknown number of patients were undergoing egd procedures with sedation administered using the sedasys system. The events required bag mask ventilation due to laryngospasm associated with undersedation. Additional information from the site indicated that they used the term laryngospasm to describe a patient that was agitated/coughing while the endoscopist was inserting the endoscope which elicited the ¿gag reflex.¿ this led to transient oxygen desaturation that was resolved with bag mask ventilation. The events were caused by the stimulation of the vocal cords by the endoscope during the egd. This can occur with other modes of sedation. The events did not require calling for a code team or involving an anesthesiologist to manage the airway. Positive pressure was not required to ¿break¿ the laryngospasm and no further airway maneuvers were required. There was no patient injury resulting from the events and the patients were routinely discharged from the facility the day of the procedure.

Manufacturer narrative:
(B)(4). Information was not provided by contact. (B)(4). Additional information: medical record information is unavailable; therefore, an exact number of patient events cannot be determined. The clinicians at the site indicated the events were not caused by the sedasys system rather the procedure itself. The site reviewed the events with their anesthesia department, which recommended they start using a topical anesthetic to numb the vocal cords prior to inserting the endoscope. Since implementing that practice in mid-(B)(6), the site has observed no laryngospasms. After reviewing the available information we have concurred with the site, that the laryngospasm was caused by the procedure; specifically stimulation of the vocal cords by the endoscope. We have elected to report the events due to the bag mask ventilation to be consistent with our post-approval commitment to FDA. Specifically, the incidence of bag mask ventilation is a secondary endpoint of one of two required post-approval studies. The events reported did not occur in that clinical study, as that study is not slated to start until late 2016.